Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that although it was reported that thumb advancer/exchange sheath splitting could not be completed, the evaluation found that deployment of the thumb advancer and exchange sheath splitting were successfully completed, which is inconsistent with the reported experience; however, the clip was not fired. Inspection of the returned device revealed no abnormal observation that could have prevented the clip from being fired. Because the clip-firing mechanism was not activated to distally deploy the pusher block, the pusher block did not connect with the j-hook, a component of the release rod at the distal-end, to collapse the locator wings and disengage the plunger when the deployment button was depressed. During testing, the device was cleaned and re-assembled for re-deployment resulting in activation of the clip-firing mechanism, fully collapsed locator wings, and successful deployment, as designed. The device performed according to specification. Based on the findings, a root cause related to the device could not be determined. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding glucose (glucm) results not matching when run in duplicate mode on unicel® dxc 600 pro synchron® clinical systems for four patients. Reruns in duplicate matched. Customer sent patient samples out for confirmation prior to reporting the results. Patient treatment was not affected.

Event description:
It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during thumb advancer deployment, difficulty was encountered and exchange sheath splitting could not be completed. The device was pulled out of the artery with the locator wings deployed. Manual compression was applied to achieve hemostasis. The operator inadvertently forgot to remove the device with the aide of the access ports to unlock and retract the thumb advancer/clip delivery tubeset and forgot to use the safety release to retract the locator wings, as indicated in the instructions for use. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4) - incorrect removal of the device. (B)(4). The device was received. Investigation is not complete.